Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed the incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon servicing, the monitor failed incoming testing. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse events resulted from the open resistor. The last patient to use this monitor did not report any deficiencies.